Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she was experiencing blurred vision at distance and near. Additionally, she reported glare in bright sunlight. The consumer reported her surgeon told her she had dry eyes and placed her on dry eye therapy. Medical records were requested and received from the consumer. According to the medical records, the consumer reported she was bothered by lights at night and halos while driving within the first month following her iol implant procedure. She reported she could not read without glasses and was photophobic. The consumer was diagnosed with rebound iritis and placed on medications. The consumer has continued to report light sensitivity, that she cannot read without glasses, excessive tearing. Foreign body sensation, imbalance and floaters. Posterior capsule opacification had been noted. Punctal plugs were placed to treat the consumer's dry eyes. An approved viscoelastic was used during the surgical procedure. At the request of the consumer, the surgeon was not contacted. There are three medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. At the request of the consumer, the surgeon was not contacted. Medical records were received on 04/11/2011. (B)(4).